Manufacturer narrative:
A philips technical consultant (tc) onsite tested the monitor. An accuracy test passed; the allowed limit to be off is 3 mmhg, but the unit was only off by 1.5 mmhg. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was a calibration issue. The issue was resolved by the tc calibrating the monitor. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mp5 monitor indicating that the blood pressure (bp) values are very high related to a manual bp. The monitor may need to be recalibrated for better accuracy. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.